Event description:
Customer reported to beckman coulter, inc. (Bec) that there was leaking from the electrolyte injection cup (eic) of the syncron lx 20 clinical chemistry system (lx 20) during priming after the customer performed scheduled ion selective electrolyte (ise) maintenance and replacement of the calcium (calc) and potassium (k) tips. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) instructed the customer to plug in the eic valve harness that was not plugged in. Bec cts instructed the customer to prime the electrolyte buffer and prime all electrolytes 10 times to verify there was no leak. Cts advised the customer to run quality control for all electrolytes and run a patient sample or normal control for 20 replicates to verify within run precision. To date, customer has not reported on any further leak from the eic.

Manufacturer narrative:
Results: valve harness. (B)(4).